Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for placing malfunctioning pump into storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement device, and instructed customer to return malfunctioning pump to company within specified time using provided shipping materials.